Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to degradation consistent with chemical or environmental exposure. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a nephrostomy procedure access was gained into the kidney then the catheter was used to guide the guide wire when the catheter tip detached in the kidney. Intervention was required to remove catheter tip from kidney.